Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, -02.00 diopter, implantable collamer lens was implanted and removed from the patient's left eye (os) on (B)(6) 2023. The lens tear/break during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. A replacement lens was implanted on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.